Event description:
The patient was treated in 2008 with a precise stent to the carotid artery. Approximately eight days after the index procedure, the patient expired. The patient's death certificate states the cause of death as respiratory failure and copd. Other causes that contributed to patient's death but not resulting in the patient's underlying cause of death are arteriosclerotic heart disease (ashd), atrial fibrillation and peripheral vascular disease (pvd). The patient had a history of heart disease and went back to the unit with some kind of neurological changes that were not necessarily related to the stenting procedure. The patient was made a dnr (do not resuscitate). The primary investigator does not know whether the stent was related to the event; however, the event was documented as not related to the cordis device and related to the index procedure.

Manufacturer narrative:
This device is not available for analysis. Additional information will be provided within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One unit was rejected during the final assembly of this lot. The device history record (DHR) review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. Manufacturing records were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices & components (ndc), and the results indicate that the stent shipped meets specified release requirements.